Event description:
Boston scientific, crm received info that this pacemaker and lead system was explanted due to a pt infection. A new system was implanted at a later time. No product performance issue was reported.